Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were sent a new controller and strap yesterday. Patient(pt) said they started trying to connect yesterday and took the battery out and put it in the controller to plug it up so it could charge up because they knew it would probably needed to be charged anyways. Patient then said today they tried to charge and it still was telling her that the controller needed to be charged, but it had been charged. Agent asked what the exact message was and patient said batteries empty, cannot continue, recharge the controller. Agent advised trying a different outlet as the controller was not charging in the current outlet. Patient was plugged into the recharger to try to charge. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient put the battery back in and confirmed green light was blinking above the screen. Patient unlocked the controller and saw set up for implant. Patient tried to connect to the implanted neurostimulator and saw battery empty, recharge controller. Agent had patient plug controller into ac power supply and patient confirmed the green light on the controller was blinking green. Patient unplugged and checked for damage and said there was no damage. Agent advised keeping plugged into the wall and see if the controller advances. Agent made outbound call to the patient to check the status. Pt states still didn't charge after two hours. Pt having issues charging. Pt continued to see no device found and could not advance to charge. Agent sent request to repair to replace recharger (rtm). Patient called back stating about the replacement they got but for some reason they the same error code again and trying to 'wake up the implant' but they were not able to because they can't sit there all day. Pt didn't provide the error code they got. Pt was requesting if they could meet with rep at the doctor's office to check their device like when they first got the equipment. Agent reviewed information. Agent provided the has phone number and redirected pt to their healthcare provider (hcp). See case history for prior equipment replacements. Rep met with patient and he couldn't get the neurostimulator to recharge. Patient's recharger can't get above 30 in passive recharge mode(prm), rep's spare recharge got up to 70. Rep said he checked the pocket and he couldn't feel the implant. Technical services(ts) reviewed with rep that implant depth and angle is likely the cause of recharge issue. Ts recommend imaging to see where/how the implant is positioned. Rep called back reporting the following software problem 1; intellis, 2: 3.6,3: 58, 4: qf_new., screen 99. Ts reviewed troubleshooting considerations for software problem, determined to replace the controller as rtm seemed to be in good condition. See call summary notes for controller sn. Rep reported that pt has low coupling numbers (in the 20s) and it was mentioned that the patient has lost some weight. Reviewed coupling issues are related to the communication from the recharger to the implantable neurostimulator (ins) and this can be impacted for ins placement/position in the body. When they pressed firmly on the rtg they were able to get it 35 for coupling. Ts reviewed that replacing controller will not improve coupling status only software problem messages. If not resolved when controller comes, pt is to call patient services. Closed case.